Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the a1c-3 (tina-quant hemoglobin a1c gen.3) assay on a cobas 8000 cobas c 502 module. No questionable results were reported outside of the laboratory. An example was provided for one patient sample with discrepant a1c-3 results. The sample initially resulted in an a1c-3 value of 6.3 % and it repeated as 7.3 %.

Manufacturer narrative:
The a1c-3 reagent lot number was 708797 with an expiration date of 30-sep-2024. The field service engineer determined a broken pressure gauge and changed it. The gear pump pressure was noted to be low. The gear pump head was replaced and adjustments were performed. Afterwards, the customer had no further issues. The investigation is ongoing.